Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter reverting to setup mode was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter failed testing, the printed circuit board was contaminated. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.